Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the driveline being completely severed cannot be conclusively determined through this investigation as no product was returned and no photos were provided by the account. Review of the log file data provided by the account confirmed a depletion of the external batteries. The submitted log file contained data spanning from (B)(6) 2020 at 10:05:01 to (B)(6) 2020 at 23:38:46, per the timestamp. The recorded data appeared to have captured the vad operating as intended until (B)(6) 2020 at 06:56:36 when a low battery advisory alarm was captured. At 06:57:28 the low battery advisory alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The vad operated on the ebb until it was connected to fully charged batteries and resumed normal operation above the low speed limit. The pump speed remained above the low speed limit until (B)(6) 2020 at 20:46:28, when a pump stop event occurred while the patient was supported with batteries. This event persisted for the remainder of the log file and the driveline was eventually disconnected from the system controller on (B)(6) 2020 at 11:28:43. This event appears consistent with the account¿s report that the patient¿s driveline was completely severed prior to being disconnected from the system controller. No other notable alarms were captured. The patient was seen in the center with a completely severed driveline. The driveline was also disconnected from the system controller. According to the patient, they were changing their dressing and their grandchild jumped on them. The patient was reportedly tolerating the pump off and was admitted to the center for further monitoring. The vad team was to undergo discussions to determine if the patient is a pump exchange candidate. If the patient declines a potential pump exchange, they may be started on dobutamine and an intra-aortic balloon pump. (B)(6) remains in-situ. Additional information was requested from the account; however, none has been provided at this time. The heartmate ii lvas IFU and patient handbook address how to care for the driveline and outline indications of driveline wire damage, as well as how to respond to such events. These documents also outline all system controller alarms, as well as the appropriate actions associated with them. The patient handbook instructs the patient to call their hospital contact right away if the driveline is damaged and states that if the driveline is damaged, the pump may need to be replaced. The pump should be replaced as soon as possible to prevent serious injury or death. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patients pump is currently off and the driveline is disconnected from the pump. The patient received an external driveline repair on (B)(6) 2018; which the site believes developed to a phase to phase to short. On arrival to the center, it was found the driveline was cut all the way through. According to the patient, she was changing her dressing and her grandson jumped on her. The patient is tolerating the pump off. She is admitted and will be monitored. If she declines, the site is prepared to start her on dobutamine and iabp. Plan is to monitor over the weekend and discuss as a team if she is an exchange candidate.